Event description:
It was reported that a patient has been referred for vns removal due to pain and swelling at their axilla believed to be due to the vns. It was reported the patient's vns has been disabled since the patient had a temporal lobectomy. No known surgical intervention has occurred to date no other relevant information is available to date.